Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button with multiple presses needed to activate screen before it stopped turning on altogether. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses and charging steps without success, then arranged for pump replacement, transitioned to multiple daily injections as backup insulin therapy, agreed to place pump in storage mode and return it with a prepaid label, and understood the need to reenter pump settings and reconnect continuous glucose monitor on replacement pump.